Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, and the outer tubing overlay had cosmetic environmental stress cracking with breach/breach (non-electrical), outer insulation had a cosmetic depression, and there was apparent explant damage. The analyst commented that only the proximal segment was returned. The environmental stress cracking is on the outer tubing (which is not insulation), no other anomalies were found.

Event description:
It was reported that the lead appeared to have insulation breakdown occurring. The physician attempted to extract the lead, but the helix would not turn. The lead was partially removed, capped and a new lead was implanted. No patient complications have been reported as a result of this event.